Event description:
While using the drill guide (iu 8166-30) with color marking, parts of the color ring loosened and fell in situ. According to the clinic, the surgeon was able to remove these pieces.

Manufacturer narrative:
As part of the investigation, both the production route of the affected part and other samples from the manufacturing process were inspected and evaluated. Furthermore, the supplier of the color marking was included in the investigation. The supplier's inspection did not reveal any irregularities in the manufacture of the color marking. The color marking (ceramic) itself is very resistant to washing agents and operating fluids, as well as to mechanical wear such as abrasion. However, like any ceramic, it is sensitive to point loading when exposed to it with appropriate intensity. This can happen if these color-marked instruments are handled carelessly (e.g. Knocked against each other) together with other instruments for the purpose of cleaning. If a ceramic color marking is directly affected, irreversible damage (e.g. Breakage) to the color marking may occur. In the case of the reclaimed drill guide, it is therefore highly probable that an unfavorable impact on the ceramic color marking resulted in a crack, which led to the break-out of part of the color marking during further use. This is a late report due to a CAPA correction.